Manufacturer narrative:
The returned device was evaluated and the download data shows that the pod ran for 47 first prime pulses and then was deactivated after the completion of first prime. Because the user deactivated the device before second prime, the needle mechanism never deployed. The needle mechanism deployed normally upon manual rotation of the ratchet gear. The pod was successfully reset, paired with a pdm, but failed to deliver a 5u bolus. No communication errors were observed during this test. The cause of the reported communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while priming a pod they had received a communication error but upon trying again the controller had gone to the next step. The pods needle had not deployed. The pod was not worn.